Event description:
During prostate biopsy, instrument to collect tissue sample was not firing properly. Unable to collect tissue sample 3 times. Had to be replaced mid procedure manufacturer response for biopsy instrument, maxcore biopsy instrument (per site reporter).